Manufacturer narrative:
The customer¿s report that the tubing set filter leaked from the vent was confirmed. Visual inspection of the set noted fluid residue along the filter surface displaying the vent. Inspection under magnification observed that the filter's air vent membrane looked to be wetted out. There were no obvious damages or issues. Functional testing confirmed leaking from the vent of the 0.2 micron filter. Pressure testing resulted in no leaking. The root cause was not identified.

Event description:
It was reported that the tubing set filter was found to have leaked from the "circle area" on the backside of the filter prior to the initiation of a chemotherapy infusion in the pediatric oncology department.

Manufacturer narrative:
Concomitant medical products: non-bd spiros adapter. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event was reported to have occurred on the pediatric oncology department, therefore, it is presumed the patient was a pediatric patient.

Event description:
It was reported that the tubing set filter was found to have leaked from the "circle area" on the backside of the filter prior to the initiation of a chemotherapy infusion in the pediatric oncology department.